Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator (ICD) could not be interrogated. The device was explanted on (B)(6) 2018. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of no communication was confirmed and was due to a low battery voltage due to normal battery depletion. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and no anomalies were found.